Event description:
The patient reportedly had a patient insertion of the electrode array during the initial implant surgery. The patient underwent elective revision surgery to achieve a deeper insertion of the electrode array and the patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.